Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to a repaired dreamstation bipap autosv alleging particles. As per patient, she stated that the device is having black particles. She stated that when she put distilled water on the water tank. After she use it, there is black particles on the water tank. Patient cleans the device with warm water and mild soap. Patient uses distilled water in filling the water tank. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.